Event description:
It was reported via medwatch report that the head of the bed would only go up in increments and was unable to lower. There was patient involvement; however, no clinically relevant delay in treatment was reported.

Event description:
It was reported via medwatch report that the head of the bed would only go up in increments and was unable to lower. There was patient involvement; however, no clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was initially reported that the head of the bed would only go up in increments and was unable to lower. Follow-up submitted with evaluation results provided by customer which determined the fowler was working intermittently. Customer repaired unit and returned to service. Customer performed evaluation.